Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture and difficulty removing of the catheter occurred. The target lesion was located in the distal left anterior descending (lad) artery. A 4.0 synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the stent balloon was being withdrawn back into the 6 fr convey guide catheter, the guide catheter invaginated. The stent delivery balloon was then inflated to greater than the rated burst pressure, thus the balloon ruptured. A part of the balloon became stuck into the operator and manipulation of the balloon/wire was attempted to release it from being stuck in the guide. This movement caused the non-bsc wire to perforate the distal lad vessel, and the patient underwent surgery. No further patient complications were reported.